Event description:
Rn was in the process of hanging the patient's chemotherapy. When spiking the chemo bag the secondary tubing broke causing the chemo to spill on the floor and possibly the rn's shoe. The rn was able to clamp the tubing to prevent all of the chemo from spilling out. It was reported that this issue with the tubing has occurred approximately 4-5 times before in the past. No patient harm. This was the first time the breakage occurred with chemo and resulted in a chemo spill. The breakage point was at the same junction on the tubing as the previous incidents (photo attached). The chemo spill was managed per protocol and pharmacy was notified and the remaining chemo was disposed of properly in the pharmacy. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter). The department manager has been working with the bd rep regarding the previous similar incidents with the tubing. This was the first time the breakage occurred with chemo and resulted in a chemo spill. The manufacturer's response is unknown at this time.